Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900052 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier did not function properly during an intervention (vesicle). The surgeon did not manage to clip the artery. Clinical consequences: not reported at logging.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(6) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the applier did not function properly during an intervention (vesicle). The surgeon did not manage to clip the artery. Clinical consequences: not reported at logging.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. On the next attempt, the indicator clip fired which indicates that no more clips were remaining in the device. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The bent rotation tab and dry fire are both indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unable to clip artery" was confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with its rotation tab bent. Upon functional inspection, a dry fire occurred before the indicator clip fired from the device. The bent rotation tab and dry fire are both indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on the condition of the returned sample, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.